Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between 5 march 2025 and 6 march 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor over-infused. This was observed during patient infusion. The expected infusion time was 48 hours; however, the infusion was finished after 24 hours infusion. The device was filled with fluorouracil and saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.